Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was isolated to a defective power supply. The root cause for the defective power supply could not be positively identified. No adverse event resulted from the damaged battery charger.

Event description:
A review of service data detected a reportable malfunction. During servicing, charger sn (B)(4) was unable to power on.